Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis component migration, and endoleak.¿

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, follow-up examination reportedly revealed a suspected type ib endoleak secondary to proximal migration of the right limb. The cause of the migration and suspected endoleak was not reported. It was unknown whether aneurysm enlargement was present. On (B)(6) 2021, the patient underwent a reintervention procedure whereby an additional stent graft was deployed to extend the right limb distally. No endoleak was observed on final procedural angiograph. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis component migration, and endoleak.¿

Manufacturer narrative:
Revised g1 - manufacturing facility.